Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced a refractive surprise in the left eye following stream light treatment. After two months postoperative treatment, the achieved refractive outcome, as measured by manifest refraction spherical equivalent, was greater than the intended target refraction value after refractive surgery. There are multiple related reports for this facility. This report addresses the patient bb, left eye and other manufacturer reports will be filed.